Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the needle separating from the holder hub. The following information was provided by the initial reporter. The customer stated: one of our staff members was drawing blood from a patient after they inserted the needle in the patient's vein, the connection between the needle and the leur adapter to insert the tube came lose. The staff member was able to keep the leur adapter and the needle together and immediately removed the needle from the patient's vein.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the needle separating from the holder hub. The following information was provided by the initial reporter. The customer stated: one of our staff members was drawing blood from a patient after they inserted the needle in the patient's vein, the connection between the needle and the leur adapter to insert the tube came lose. The staff member was able to keep the leur adapter and the needle together and immediately removed the needle from the patient's vein.